Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, after which the malfunction did not recur, allowing continued use of the pump. Caller was advised to contact support again if the issue reappeared.